Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was additionally noted that the hanger assembly was broken and one connector nut was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken right ventricular (rv) lead connection. The cable would not stay engaged in the rv lead port. The product status is unknown. No patient complications have been reported as a result of this event. It was further reported that the epg was returned for service and there was no patient involvement.